Event description:
Procedure: sleeve gastrectomy. According to the reporter: after 3rd fire in the body of the stomach the cartridge staples were fired without closing and some areas of the cartridge were without staples resulting in injury for the patient. Type of injury: cutting stomach tissue and bleeding. Present condition of patient: well.

Manufacturer narrative:
(B)(4).